Event description:
It was reported that the spinal cord stimulation (scs) patient experienced painful heating of the skin at the implantable pulse generator (ipg) site when stimulation was turned on. The heating sensation dissipated when stimulation was turned off. Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient has fully recovered postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional examination. Additionally, all impedance measurements were within the expected range on all ports. A labeling review was conducted which determined that cellular changes in tissue around the electrodes, changes in electrode positioning, and loose electrical connections can lead to undesirable stimulation and are known risks associated with the use of the scs device, as documented in the instructions for use (IFU).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced painful heating of the skin at the implantable pulse generator (ipg) site when stimulation was turned on. The heating sensation dissipated when stimulation was turned off. Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient has fully recovered postoperatively.